Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure the balloon burst and failed to cross the lesion. The procedure was completed with different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge mr, ous 3.50mm x 8mm catheter. The device was visually and microscopically examined. Blood was present in the manifold, inflation lumen, and guidewire lumen. Contrast was present in the inflation lumen. There were numerous kinks and bends to the shaft. There was a 12mm longitudinal tear, 2mm from the distal waist of the balloon. The tip of the device was damaged. Product analysis can confirm the reported burst as there was a longitudinal tear to the balloon. However, the reported difficulty crossing the lesion could not be confirmed as the clinical circumstances could not be replicated. The unreported damages, such as kinks and bends, and tip damage would likely prevent or cause resistance when attempting to cross the lesion.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure the balloon burst and failed to cross the lesion. The procedure was completed with different device. There were no patient complications reported and the patient condition was good.